Event description:
The complainant reports an under delivery. It was reported that the intended delivery was 120ml. The amount delivered: 1st occasion with product - 40ml; 2nd occasion with water - 40 ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.